Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition with no appearance of any physical damage. During the power up process, check and test force sensor testing, the reported problem was duplicated. Force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was fluid ingression was found inside plunger assembly due to customer damage. Replaced the whole plunger assembly, plunger tube and plunger cable. Performed preventive maintenance and all functional testing. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a plunger error. No patient injury was reported.